Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous severely calcified mid to distal portion of the right coronary artery (rca). A threader 1.2mm x 12mm balloon catheter was selected and advanced to the lesion. The balloon was inflated to 8 atm on the first inflation. During the second inflation the balloon ruptured at 11atm. The device was completely removed from the patient. The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).